Event description:
I have been using the freestyle libre 3 sensors since (B)(6) 2024. At first they lasted the entire advertised 14 day period. Since (B)(6) 2024, I have not had any sensor last more that 11 days. Abbott has replaced a number of sensors, but is now refusing to do so. The units quit working after 10-11 days and display either "loss of signal" or replace sensor" error messages. They also have recorded error codes of 57, 363, or 365. Once the units show the error message, they are no longer usable and must be replaced. Since they are listed as lasting 14 days, my health provider only allows for 2 sensors per month. This difference will cause me to run out of sensors with no possibility of obtaining replacements. I have made a spreadsheet of the unit serial numbers, dates, and errors that might be helpful in your investigation, but have no way to attach it. I was given the case number (B)(4).